Manufacturer narrative:
Initial and final MDR 1892833 - MDR 3003442380-2024-09655 - device 3 of 4

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6) it was reported that patient faced four infusion set cannula was kinked on (B)(6)2024. The event occured 3 or more hours after insertion. The infusion set was in use for few hours. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.